Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, during deployment, the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A suture break can be influenced by, but is not limited to, manufacturing, user technique and/or anatomical conditions. During device manufacturing, the suture is visually inspected and functionally tested. Based on the in-process inspection, lot acceptance testing and lot history review, there is no reported information that would indicate a manufacturing deficiency. Though not reported, the suture could be damaged by the instruments used in the procedure. A suture break can be due to the user pulling the suture against resistance, but no resistance was reported. There is no reported information to indicate a user influence or anatomical condition influence. The evaluation could not conclude a manufacturing, user technique, or anatomical influence to the reported experience; therefore, the cause of this event cannot be determined from the reported information. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot product specific deficiency.